Event description:
It was reported that the device exhibited intermittent undersensing of vf and svt episodes. The device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.